Manufacturer narrative:
This report is filed on april 30, 2018.

Event description:
Per the clinic, the patient experienced infection at implant site; subsequently the device was explanted on (B)(6) 2018.